Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. Sometime following insertion, the patient¿s phone alarmed, indicating a cgm reading of 40 mg/dl. A fingerstick bg measurement at that time showed 450 mg/dl. The patient reported feeling unwell, with symptoms of dizziness and shaking, and was unable to perform a calibration due to her condition. She remained in bed and did not attempt further intervention at that time. Per follow up with the patient on (B)(6) 2026, the patient added that on (B)(6) 2026, the patient presented to the hospital and was admitted for five days. Upon admission, her blood glucose was recorded at 550 mg/dl. During hospitalization, her glucose levels dropped to 20 mg/dl, reportedly due to an insulin overdose involving both long-acting (lantus) and short-acting (lispro) insulin. The patient also experienced significant gastrointestinal issues, including constipation lasting approximately 13 days prior to admission. Treatment included a smog enema, multiple doses of lactulose, administration of morphine, and intravenous antibiotics. By the end of her hospital stay, the patient¿s blood glucose levels had stabilized and her symptoms had subsided. A new dexcom sensor was placed, which recorded a glucose value of 254 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: e1007 constipation/ code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581. Appropriate term/code not available.